Event description:
The lead was explanted due to insulation anomaly, fracture, noise, capture anomaly, and inappropriate shock.

Manufacturer narrative:
Insulation damage was found at 32.5cm to 33.0cm from the connector pin, consistent with clavicle crush damage. One rv cable and both re cables were broken and the inner coil was visible. The etfe coating on one of the re cables was abraded. This is consistent with the observation from the field of a capture anomaly, noise, and inappropriate shocks.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.